Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,4.1mm,sbm,10 (tsv4b10) was received for investigation. Visual inspection of the returned product identified signs of wear from use in the form of residue coating of the implant's exterior, but no other signs of significant damage or deformation. The returned implant's dimensions were measured and found to be within the specifications of the product's engineering drawing. Pictures or x-ray images of the implant site were not provided to evaluate the bone loss. A device history review was performed and no related nonconformances were noted. Also, a complaint history review was performed for the reported lot number (lot # 62746218) for similar event and one other complaint was identified. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported peri implantitis. The reported complaint could not be verified due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had peri implantitis. The implant was subsequently removed.